Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside a sheath occurred. Vascular access was obtained via the right femoral artery. The 55% stenosed, 24mm x 8mm, de novo, eccentric, target lesion was located in the non-tortuous and non-calcified common iliac artery. A 10.0x30x135 cm express ld vascular stent was advanced to treat the lesion. However, during insertion, the stent was dislodged from the stent delivery system (sds) into the sheath. The physician removed the entire system and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.